Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event during drain one of peritoneal dialysis therapy. It was noted that the patient had drained 3987ml which is 181% the patient¿s prescribed fill volume of 2200ml. The cause for the iipv event was unknown. The patient was asymptomatic. The event was discovered post treatment, therefore there was no missed treatments. Follow up with the patient¿s nurse verified that the patient did not develop any injuries or require medical intervention as a result of the issue. The patient continued to complete peritoneal dialysis therapy with no other reported issues.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.